Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope was randomly taking pictures all by itself after it was plugged in during an unspecified procedure. The procedure was proceeded after connecting a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, when the scope was connected, it automatically started taking photos at random, and the procedure was delayed, could not be identified. Mbc could not conclusively specify the root cause of the suggested event. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspection of the endoscope. Inspection of the remote switch¿. Olympus will continue to monitor the field performance for this device.